Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the when the patient charged the ins the battery never got to 100%. When asked how long the patient charges the ins for, it was stated a minimum of 30 minutes but had charged for 1 hour before. It was noted there was full coupling when charging the ins. The reporter was unsure what percentage the patient began charging. The reporter had a video of the ins charging screen and the screen showed the ins was about ¾ full, with full coupling, and the recharger battery full. The patient was to follow up with their healthcare professional (hcp) for the issue. No symptoms were reported related to the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The ins has not charged to complete since 5 days after implant. The patient was charging for an hour. It was noted the patient would follow-up with their physician to verify if it is okay to charge that soon after implant. No medical symptoms were reported. No further complications are anticipated

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from friend/family member. It was reported the implant wasn't charging correctly and that it wasn't because of the rechargers. The patient had two rechargers and they both were registering the same. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported the patient had recharging issues which was different than before and was charging too often. The patient indicated to the representative that the ins was not holding a charge. As of (B)(6)2017, per recharging statistics, the starting voltage bat was 3.595 volts. The patient charged for 4 sessions totaling 2.45 hours (36 minutes with only 4 coupling bars) ending at 3.810 volts. Overnight, the voltage had dropped to bat 3.785 volts. It was noted that the device was charging as expected. Left was: 7.5 volts, 120us, 160hz therapy impedance of 882ohms; right was: 2.5 volts 120us, 160hz, therapy impedance of 3199ohms. Recharge interval was 100-0: 8 days. In addition, the time to elective replacement indicator (eri) was 9.82 months and time to end-of-service (eos) was 12.28 months. There were no further complications reported or anticipated.